Event description:
Information was received indicating that during placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube, half of the cuff was observed not to inflate. There were no reported adverse effects.